Event description:
During laparoscopic right partial adrenalectomy, the plumepen pro device malfunctioned. When the physician pressed the associated coagulation button, the device didn't work. The device was changed out and the procedure was completed without delay. The device was sequestered, and we are holding on to it. Ref- plpro4020, lot- wm20230818.